Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 563 mg/dl at time of incident and other blood glucose level was 556 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose with manual injection. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer alleging that the insulin pump was under delivering their blood glucose was unstable and they think that the insulin pump was not delivering. Customer declined to test insulin pump. Customer was able to complete self-test. The devices will not be returned for analysis.